Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a trifecta valve was selected for implant. On (B)(6) 2020, the valve was explanted due to structural valve failure after the patient became hospitalized with high pulmonary edema and cardiac insufficiency. Upon explant, the leaflet appeared to be outside the commissure of the valve. A replacement valve was implanted and the patient is reportedly being monitored in the intensive care unit of the hospital.

Manufacturer narrative:
The tear seen at explant was confirmed. Leaflet 3 was torn. No inflammation or significant calcifications were present.the device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Event description:
On (B)(6) 2013, a trifecta valve was selected for implant. On (B)(6) 2020, the valve was explanted due to structural valve failure due to leaflet tear. The patient became hospitalized with high pulmonary edema and cardiac insufficiency. Upon explant, the leaflet appeared to be outside the commissure of the valve. A replacement perceval valve was implanted and the patient is reportedly being monitored in the intensive care unit of the hospital. The patient suffered an av-block after the valve replacement procedure and a bicameral pacemaker was implanted.